Manufacturer narrative:
Catalog number: requested, unknown. Lot number: requested, u known. Expiration date: unknown due to unknown catalog and lot combination. UDI: unknown due to unknown catalog and lot combination. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: lab educator. Device manufacture date: unknown due to unknown catalog and lot combination. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage because the sample was not returned for assessment. The exact root cause could not be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that after the tr band involved was applied, the patient was wheeled to recovery area where air was lost in the balloons. The estimated blood loss was less than 250cc's. The patient was in stable condition, and the procedure was completely successfully. There was no patient injury/medical or surgical intervention required. Additional information was received on 16 feb 2023: it was reported that the device had air in it, then it did not.